Manufacturer narrative:
The reported biomet screw was not returned. Since product hasn't been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Pictures or x-ray images were not provided. DHR review could not be performed as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. No complaint history review could be performed without relevant lot and item information. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: b4: date of this report, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h6: entered evaluation codes and h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that an unknown screw fractured inside the implant. Implant is solid.